Event description:
The facility representative reported an issue with the battery. Information was not provided regarding whether or not the failure occurred during a patient infusion. The hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 25, 2007. Evaluation summary: the condition of depleted main batteries was confirmed. The batteries were replaced due to potential damaged. Review of the compliant history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.